Event description:
Customer reported that they received a reading of 53 mg/dl on their adc device scan. Customer further reported that they ate a whole stick of mentos and experienced being dazed, and loss of consciousness. An ambulance was called, and customer was treated (treatment unknown) and taken to the family doctor where a reading of 126mg/dl on an hcp meter was obtained. Customer was unable to provide any information about the treatment and does not know what kind of medication they received. Customer was able to leave the practice when their values had recovered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. A watermark was observed at the base of the tail indicating the sensor was properly inserted. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and was found to be within specifications. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that they received a reading of 53 mg/dl on their adc device scan. Customer further reported that they ate a whole stick of mentos and experienced being dazed, and loss of consciousness. An ambulance was called, and customer was treated (treatment unknown) and taken to the family doctor where a reading of 126mg/dl on an hcp meter was obtained. Customer was unable to provide any information about the treatment and does not know what kind of medication they received. Customer was able to leave the practice when their values had recovered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that they received a reading of 53 mg/dl on their adc device scan. Customer further reported that they ate a whole stick of mentos and experienced being dazed, and loss of consciousness. An ambulance was called, and customer was treated (treatment unknown) and taken to the family doctor where a reading of 126mg/dl on an hcp meter was obtained. Customer was unable to provide any information about the treatment and does not know what kind of medication they received. Customer was able to leave the practice when their values had recovered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 8 is an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. A watermark was observed at the base of the tail indicating the sensor was properly inserted. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The returned battery was measured and was found to be within specifications. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.